Event description:
Customer reported experiencing a high blood glucose event earlier in the day, the customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg and insulin delivery was resumed. Recommendation was made to consult with a healthcare provider regarding diabetes management.